Manufacturer narrative:
The report of an overinfusion could not be confirmed. No product or event logs have been returned for this investigation. The root cause could not be identified.

Event description:
Received a copy of the customer's medwatch report which states, "occurred at (B)(6) center. Outpatient infusion pump set to infuse zosyn over 4 hours. Medication infused over 15 minutes. Settings verified by second rn and were set correctly. Pump taken out of service. Monitoring required, no injury noted to patient." The customer confirmed there was no patient harm however, the patient was receiving an outpatient procedure and was moved to an observation bed as a result of the event. There was no patient harm.